Event description:
The patient reported via the manufacturer representative that they had another device implanted and the physician wanted the lead impedances checked as they were concerned the leads had been touched with the scissors. Impedances were low and orange on electrodes 0 and 1. Impedances hadn't been checked prior to the surgery so it was unknown if this was caused by the surgery or preexisting. The patient wasn't using those contacts in programming and everything felt normal to the patient. There was no further issue at this time and it had been resolved. Additional information received from the manufacturer representative clarified that the impedances were 50 and orange.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 977a260, serial# (B)(4) product type :lead. If information is provided in the future, a supplemental report will be issued.